Manufacturer narrative:
The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The fluid spray occurred during withdrawal of a forceps device through the biopsy valve. The subject biopsy valve was replaced with another biopsy valve, and the procedure was completed. The biopsy valve was not returned to us endoscopy. The lot number of the device was unknown. The instructions for use include the following statements: "do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." In-service training has been provided to the user.

Event description:
The user facility reported fluid spray from the bioshield biopsy valve. The spray did not contact the user, and there was no report of harm to the patient or user.